Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance from cts in resetting the pump, and was advised to continue using the pump and to call back if the malfunction code reappears, to which the customer agreed.